Event description:
During index procedure, one endeavor sprint drug eluting stent was implanted in the proximal lcx. Approximately 7 months post index procedure, the patient suffered an upper gi hemorrhage. The patient was on dapt at the time of this event. This was treated with medication. This event was assessed by the investigator as not related to the device. The patient recovered.